Event description:
It was reported that the customer had high blood glucose levels of 121 mg/dl. The customer reported a crack on the side of the insulin pump by the battery compartment. The customer was advised that the insulin pump would need to be replaced. The customer was advised to discontinue use of the insulin pump and to revert to a back-up plan per the health care provider's instruction. No add'l info was provided.

Manufacturer narrative:
Minor scratched lcd window, cracked display window corners, battery tube threads cracked, cracked reservoir tube lip.